Event description:
Caller reported that the pump malfunctioned after they jumped into a pool to save their son, leading to the pump screen being non-functional. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller on troubleshooting steps, but the pump did not respond. As a result, a replacement pump with updated software was sent to the caller, and instructions were provided for returning the malfunctioning pump and using the new one. The caller understood and acknowledged these actions.